Event description:
On friday, (B)(6) 2016, hemodialysis staff noticed fluid pooled on the floor of the separate single-pt isolation dialysis room near the dialog+ evolution hemodialysis machine. This was not considered to be a "major" leak. Rhjvamc biomed was informed, and the equipment was taken out of service and replaced with an identical hemodialysis machine. The new replacement dialysis machine was not used that evening or weekend. On monday, (B)(6) 2016, at approx 4:30am, the 2nd dialysis machine began a pre-programmed disinfection routine during which hot sterile water temperature of up to 83 degrees c, and a citric acid solution is flushed throughout the tubing of the equipment to cleanse and prepare it for pt use. This cleansing cycle takes approx 30 minutes to complete. At approx 7 am, when staff members began to arrive, a large volume of water nearly covered the floor of the isolation dialysis room, seeped under the back wall, almost filled a back hallway, and leaked into the pharmacy one floor below. Floor molding and tiles of the isolation dialysis room and hallway and ceiling tiles of the pharmacy were damaged, according to the rhjvamc maintenance and operations supervisor.